Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that two separate feed sets spontaneously snap apart inside the pumps. The feeding set was loaded when the tubing snapped off and the sets were leaking. The issue was noticed when used on a same patient on the same shift and the same pump was used. There was no patient harm reported.